Event description:
It was reported that an ilet device became unresponsive to touch, allowing wake but preventing unlock, and did not recover after placement on a charger or a remote restart, consistent with a device display or user interface malfunction. No adverse clinical effects and unchanged blood glucose. Outcomes included no medical intervention, no hospitalization, and continued use of the existing therapy while contacting a healthcare provider for backup insulin management. Investigation included customer troubleshooting and review by technical support. Investigation of this case revealed a persistent screen responsiveness failure that could not be resolved remotely. It was concluded that the device experienced a malfunction of the user interface/display that affected operation, with no patient harm reported.